Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the surgeon was not going through the staple line or fibrous tissue. The blade of the vessel seaser instrument became exposed. There was no error message. There was no harm. A backup instrument of the same kind was used. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported issue. The instrument was found to have dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage 0.111". No conductor wire damage or snake wrist damage was found. There was significant bio debris found at the instrument tip. The knife slot test passed at 0.027". A review of remote fe log did not show any blade jammed failures. The root cause of dislodged instrument blades is associated with mishandling/misuse. Failure analysis found the secondary failure of failure during initialization to be related to the customer reported complaint. Based on log review of remote fe and dsp logs, the instrument was found to 2 multiple homing failures during initialization, error code 22026. The instrument was placed on an in-house system and failed initialization. After manually retracting the blade, the instrument was placed on the in-house system and passed initialization. The instrument passed cut and energy delivery tests. The instrument likely failed initialization due to the dislodged blade. Additional observation not reported by site: visual inspection was performed and the instrument was found to have 1dislodged ceramic dot. The dislodged ceramic dot was not returned with the instrument. The root cause of this failure is associated with mishandling/misuse.